Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.5x12mm drug eluting stent was to be used to treat a lesion in the proximal obtuse marginal artery. The stent would not cross the lesion. When the stent was removed from the pt, it was noticed that some of the struts were flared. The procedure was completed with another 2.5x12mm taxus stent. No pt complications occurred. Pt status satisfactory.